Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, the pt was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. After the placement of the trunk-ipsilateral leg component, cannulation of the contralateral gate was not achieved. The physician chose to convert to an aui. Two aortic extender components were placed to block blood flow to the contralateral leg gate of the trunk-ipsilateral leg component. A femorofemoral bypass was performed. The pt tolerated the aui well.